Event description:
Report submitted by rep stated- "out-of-box". Further details from csi service & repairs stated" the strain relief on the back of the integrator is broken. The leep did also blow a fuse". Reference (B)(4).

Manufacturer narrative:
Ref (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: distribution history: this complaint unit was manufactured at csi on 1/23/2020 under wo #'s 269844 & 269837 and shipped on 1/24/2020. Manufacturing record review: DHR's 269844 & 269837 were reviewed and non-conformities were not noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed a similar reported complaint conditions. A few out of box failures were noted but not confirmed. Product receipt: the complaint unit was returned on repair. However, based on dataworks this unit was at csi on a re-work work order, 3/18/2020. Visual evaluation: visual examination of the complaint unit revealed physical damage. The cart, integration unit, and the smoke evacuator were damaged. The strain relief on the integration unit was cracked. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The fuses and the fuse holder on the generator was missing. Root cause : the complaint unit's damage was determined to have initially been incurred during shipping. The generator, lp-10-120, was found to have been operating to specifications once the missing fuses were replaced. The root cause of this issue has been attributed to shipping damage. At the time of this complaint investigation (4/6/2020) no other units (19 others) from the original work order have been returned. The shipping damage on this unit is considered isolated to this particular shipment. Correction and/or corrective action: the customer was provided an entirely new unit. The smoke evacuator, integration unit, and the cart returned with the generator as lp-10-120 were discarded. The generator was salvaged as no issued was confirmed to exist on the unit. It was converted to a loaner unit under wo # (B)(4). Coopersurgical will continue to monitor this complaint condition for trends. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Ref e-complaint: (B)(4).

Event description:
Report submitted by rep stated- "out-of-box". Further details from csi service & repairs stated" the strain relief on the back of the integrator is broken. The leep did also blow a fuse". Reference e-complaint: (B)(4).